Event description:
The doctor had difficulty inserting the iab into the patient on 3/10/98 at 11:15 a.m. On 3/10/98 at 12:00 p.m., the iab leaked and the iab was removed. A second iab was inserted into the patient. The iab was not returned to datascope for evaluation. (Event complications: none from the event - reported 4/17/98.) (Pt's current status: discharged - reported 4/17/98.)